Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was low and as the customer was ill, food could not be consumed to treat the low bg. The cause of the low bg was not known. The customer was treated in the emergency room (ER). After a few hours, the customer left the ER feeling better. The bg level was not known. During follow-up, tandem clinical diabetes specialist discussed the event with the customer. The customer reported the bg had since leveled out and thought the cause of the lows was due to an illness. Reportedly, the customer met with a healthcare provider and did not feel that the pump settings needed adjustments.